Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse could not duplicate the issue, and exercised the unit with no failures. A full calibration and functional check has been performed per the factory calibration procedures. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the printer stopped working while on therapy . The nurse called from the ccu called for assistance stating she already tried a new roll in both directions and made sure there was a little piece of paper outside of the door prior to calling. She was advise to get a backup pump. She successfully transferred the patient onto another pump and was sequestering the first pump for biomed. There was no harm to patient reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10.corrected fields: d1, d4.

Event description:
N/a.